Manufacturer narrative:
Explant was reported due to hemolysis. The investigation found that the leaflets of the valve opened and closed completely and easily. Pannus was present on the sewing cuff which extended slightly onto the orifice but did not extend onto the leaflets. No acute inflammation or significant calcifications were present. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
15 years ago a 19mm sjm mechanical heart valve was implanted in the aortic position and a 27mm sjm mechanical heart valve was implanted in the mitral position. During follow-up hemolysis was suspected and the patient was admitted into the hospital. On (B)(6) 2020, both valves were explanted and replaced with a 19mm epic supra valve w/flexfit in the aortic position and a 25mm epic stented porcine heart valve w/flexfit system in the mitral position. The physician believes the hemolysis occurred due to the interrupted blood flow caused by leaflet dysfunction on both valves. The patient was reported to be in stable condition. Manufacturer report number: 2648612-2020-00072.